Event description:
Per the clinic, the patient developed an infection at the implant site due to poor hygiene and the patient being diabetic. Subsequently, the patient was treated with oral antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.